Event description:
The customer reported that erroneous and/or imprecise human chorionic gonadotropin (bhcg), inhibin a, alpha-fetoprotein (afp) and unconjugated estriol (ue3) results were generated from a unicel dxl800 access immunoassay system for multiple patients. Beckman coulter inc. Assessment of customer supplied data indicated the generation of eighty two initial bhcg, inhibin a, ue3 and/or afp patient results which upon repeat on another instrument generated different results either in a different diagnostic category or outside of the assay's stated precision claim. The initial bhcg, inhibin a, ue3 and afp patient results were reported outside of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Beckman coulter assessment of customer provided instrument/assay performance data indicated that a system check performed on the day of the event failed to meet specifications due to an elevated percent coefficient of variation and mean values. Assay quality control (qc) results were within customer established ranges on the date of the event however afp qc had to be repeated in order to obtain acceptable results. Patient specific information and sample collection/handling information was not provided by the customer. The afp reagent and calibrator lots associated with this event were 113119 and 113082 respectively. The bhcg reagent and calibrator lots associated with this event were 116491 and 118621 respectively. The ue3 reagent and calibrator lots associated with this event were 117929 and 114387 respectively. The inhibin a reagent and calibrator lots associated with this event were 117381 and 121138 respectively.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) reported that aspirate probe #3 was not aspirating properly. Further inspection revealed that the tubing for aspirate probe #3 was stretched. The fse replaced the tubing and noted that aspiration returned to normal. The fse also replaced one of the reagent pipettor tips and rebuilt reagent pump #3's valve and pump. The fse performed a routine system check and a high sensitivity system check which both passed within instrument specifications. Upon completion of the necessary and verified repairs the instrument was returned back into service. Stretched aspirate probe tubing is the cause of this event.